Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 30.1 mmol/l with symptoms of excess urination, nausea, and vomiting. The patient was treated at an emergency room with intravenous fluids. The reporter stated that the cartridge had leaked into the cartridge compartment. The reporter noted that the pump¿s insulin was not being stored at room temperature and the cartridge plunger was not being cycled prior to use. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error.